Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Non-healthcare provider. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient planned to move from (B)(6) to (B)(6) in the near future. The patient planned to have the baclofen pump replaced. No symptoms were reported. There were no further complications reported at this time.